Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her blood glucose dropped to 50 mg/dl. The customer stated she was okay and her husband was with her. She also stated her serter was not firing and her sensor was stuck inside of it. Nothing further was reported.